Event description:
The affiliate reported the customer alleged fluid and blood leaked from the aspiration station and onto the sample tubes during patient sample analysis involving the unicel dxh 800 coulter cellular analysis system. Instrument error messages were obtained at the time of the event. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a blockage of unknown material at the wash collar waste return port that impeded the vacuum, which removes the waste liquid from the probe. This caused the sample from the needle to drip from the wash collar. The fse cleaned the blockage from the wash collar waste port and resolved the fluid leak issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).